Manufacturer narrative:
Philips service tightened the module extension connection, partially resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that c-arm geometry movements were partly unavailable on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.